Manufacturer narrative:
The delivery device was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The lot history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the doctor noticed haptic missing post lens implant into the patient's right eye. The incision was enlarged and the lens was removed. During lens removal, a posterior capsular rupture occurred. An anterior vitrectomy was performed, a corneal suture was placed, and the patient was left aphakic. The surgeon plans to bring the patient back for another surgery after inflammation is decreased.